Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the duodenal papilla during an endoscopic retrograde cholangio-pancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during preparation, the balloon was noted to be damaged. The nature and cause on how the balloon was damaged is unknown. The procedure was completed with another cre wireguided balloon. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned complaint device found that the balloon was torn circumferencially. No other damages were noted. Functional analysis could not be completed due to the condition of the device. This failure occurred outside the patient and is likely due to handling of the device without direct patient contact. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the duodenal papilla during an endoscopic retrograde cholangio-pancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during preparation, the balloon was noted to be damaged. The nature and cause on how the balloon was damaged is unknown. The procedure was completed with another cre wireguided balloon. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.